Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the opto buttons being stuck in an activated position on the master tool manipulator (mtm). The fse replaced the opto buttons to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The root cause of the grip not opening is due to broken inner and outer springs on the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site had issue and was unable to take control of arms 1 and 2. Technical support engineer (tse) verified 2 consoles and all arms assigned to console 2 and reporting surgeon was on console 1. Tse had caller take all and assign all arms to console 1 and tse verified assignment in artemis. Caller was still unable to control arms 1 and 2 even though they were assigned to mtml. Tse recommended a system power cycle, but caller wanted to continue since they were behind schedule. The procedure was completed with no reported injury.